Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the customer successfully started their sensor session without encountering the error again.